Event description:
It was reported that the user experienced an insulin occlusion alarm on the ilet while using a 6 mm, 23 inch infusion set; delivery was resumed, a full supply change was performed with no abnormalities observed, insulin delivery continued as usual, and subcutaneous insulin via pen was used as backup to correct elevated blood glucose. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, while the reported issue was characterized as lack of effect with insufficient information on a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.